Event description:
It was reported that during a lap sigmoidectomy, the doctor felt a sense of discomfort at the 1st firing when the device was closed and the device was fired to cut the small intestine. After firing, the device was opened there because the firing knob was not returned to home position. There was no problem about the staples on the small intestine, but staples on another target tissue were malformed at other parts. Additional suture was performed and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.